Manufacturer narrative:
One tactisys¿ quartz was received for evaluation. Visual inspection verified the front ports, rear ports, chassis, and labels were free of physical damage. The quartz was powered on and audible beeps was observed to indicate a successful boot. Communication was established. A catheter was connected, and no valid contact force was observed. Fiso diagnostic identified a degraded signal at slot 1. Internal inspection verified all mounting hardware were secure. It was verified the brown fiber optic cable was non-functional. The cable was temporarily replaced with a known-good cable and functionality was restored. Valid contact force was observed and fiso diagnostic verified the signal at slot 1 was no longer degraded. The field reported event was confirmed. Contact force was not displayed during the evaluation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided and investigation performed, the root cause was isolated to a brown fiber optic cable.

Event description:
During a premature ventricular contractions ablation procedure, a prolong procedure occurred due to a contact force issue and the troubleshooting involved in order to resolve the issue. Originally when the contact force catheter was being used, the contact force was functioning, but when removed from the patient and inserted back in, a contact force issue occurred. The catheter was exchanged, but the issue remained. The tactisys was exchanged and the procedure was able to be completed with no adverse consequences to the patient.